Event description:
It was reported that error 297 was occurring on the da vinci system. Logs showed that a software mismatch had occurred on the isi core controller (icc) and the surgeon side console (ssc) had received a 31030 error. The logs also showed errors on arm1. The technical support engineer (tse) had instructed the isi representatives who called in the issue to verify all cable connections and to perform an emergency power off (epo), but the issue persisted. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced two universal surgical manipulators (usms) and the auxiliary video board (avp) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The usms and avp board were analyzed and found to have communication errors due to common issues leading to errors 32097 and 1007 for the usms and software problems (bricked) in the case of the avp board. The complaint was confirmed based on investigation results.